Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available, no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Device not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2004 - the patient was diagnosed with symptomatic and severe stress urinary incontinence. The patient underwent a laparoscopic burch retropubic urethropexy with implant of a davol flat mesh and cystoscopy. The attorney's legal claim alleges the patient experienced incontinence, urinary problems and pain.